Manufacturer narrative:
The reported observation of the ¿replace generator¿ message was confirmed based on the data in the ipg logs. During bench testing, the "replace generator" message was not observed when quesried with a lab cp, due to the as-received battery voltage level being 2.8v (the higher battery voltage level is due to not being under load when measured and also due to some recovery that occurs over time). The root cause of the reported issue was due to the device having normal battery depletion. The device had not declared ipg end of life (eol). The device was returned with stimulation on. If ipg eol had been declared therapy would have been inhibited. It was noted in the device diagnostic logs that the programmer ipg eri had been declared. The returned ipg passed all functional tests on ate.

Event description:
It was reported during follow up surgical intervention was undertaken during which the ipg was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient's ipg displayed the message ¿replace generator soon.¿. Surgical intervention may be pending to address the issue.